Event description:
Account has a bed that the bed exit will not alarm when he gets out of the bed. Account did not know if there was a patient in the bed and there were no reported injuries. The bed came from a med surge unit.

Manufacturer narrative:
Account said that he replaced the bed exit sensors to resolve the issue with this bed.